Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
The patient was revised due to fracture of the threads on the cemented stem at the sleeve/stem junction. The lps femoral construct was revised with another lps distal femoral replacement with a 40mm segment and a 12x125 cemented stem. The poly was also replaced. Doi: (B)(6) 2018; dor: (B)(6) 2019, right knee.